Event description:
During a laparoscopic cholecystectomy, parts of the gasket had dropped into the pt's abdomen. Pt consequence, extended o.r. Time of more than 60 minutes to check the damaged pieces of valve. One device is being returned. "The surgeon has used a long time to check, but as it break into small pieces, no one can sure if everything was retrieved."